Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 20ml ll 120/pkg plunger rod broke. This occurred on 3 occasions. The following information was provided by the initial reporter: during inguinal endo angiogram the plunger of the 20 ml plastipak syringe breaks down. This has happened three times with syringes from the same lot number. Customer has not yet replied incase they have a sample to send for investigation from the same lot.

Manufacturer narrative:
H6: investigation summary: six samples were provided to our quality team for investigation. Through visual inspection of the product, no damage or defects were observed in the syringe or plungers. A device history record review found no non-conformances associated with this issue during production of lot 2008039. The areas where pieces move within the manufacturing area are protected to avoid damage on the product. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. It is possible the alleged damage to the plunger rod is a result of the product jamming within the manufacturing equipment. As the samples did not display any damage or other defects, we cannot verify this to be true therefore a definitive root cause cannot be identified at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that syringe 20ml ll 120/pkg plunger rod broke. This occurred on 3 occasions. The following information was provided by the initial reporter: during inguinal endo angiogram the plunger of the 20 ml plastipak syringe breaks down. This has happened three times with syringes from the same lot number. Customer has not yet replied incase they have a sample to send for investigation from the same lot.